Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. No problems or issues were identified during this device history record review. Two pictures and one video were attached and reviewed. Picture one showed a cassette with focus on the upper part and ay bag neck section, it was observed that the ay bag was protruding. Picture two shows a pump with a cassette attached and the message "sem reservatorio bomba a fuciona" was displayed. The video attached showed pump with a cassette attached paused, once the pump was initiated the alarm was activated. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. A corrective and preventative action (CAPA) is currently in investigation results phase.

Event description:
It was reported that the pump alarmed reservoir pump does not work. No patient injury was reported.